Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site, however, could not re-create the reported issue. The fse checked the log file which showed no errors. The fse switched off all the power supplies and then switched them back on, the system started up normally. After this service action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.